Manufacturer narrative:
Device passed the displacement test and active current test. No pump error 25 noted during testing and was not found in the formatted history file. Device failed the sleep current test due to moisture damage on the electronic assembly. The power management tool did not indicate a power error 25 however it does confirm unexpected battery power loss due to high sleep current caused by moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a power error detected. Customer blood glucose value was unknown. The insulin pump will be returned for analysis.